Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed scar tissue. A pocket revision occurred on (B)(6) 2014. The patient was stable during and following the procedure.

Event description:
New information reported stated that the during an unrelated lead revision procedure on (B)(6) 2015, the physician elected to explant and replace the pulse generator. The patient was noted to be stable during and post the surgical procedure.